Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment had crack. The customer reported that the insulin pump would power off then power on. The customer's blood glucose was unknown at the time of incident. The customer stated that they tightened the battery and the battery compartment cracked. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies or power off alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with broken battery tube threads, a cracked case at the reservoir tube window corners, a cracked reservoir tube window and belt clip slot, and minor scratches on the lcd window.